Event description:
On (B)(6) 2014, variax dr surgery was performed. 1 month after the surgery the screws were found to be broken. The patient was only observed because the fracture was stable. After that the fracture was healing. On (B)(6) 2014, extracted surgery was performed because of the plate dislocation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the 'variax 2.7mm locking screw - postoperative breakage' could be confirmed. The macroscopic and microscopic investigation revealed that the screw broke as a result of too high alternative bending forces in forced rupture mode during the application. The undamaged fracture surface of the screw head shows the typical structures of a ductile forced rupture. Furthermore the torx was strongly damaged by high torsional forces during the insertion and that there must have been a gap causing a higher lever arm acting on the screw. Based on the investigation, the root cause was attributed to a user related issue. The breakage was likely caused by early and high mobilization rate, e.g. Due support during stand up from a chair. However, the circumstance leading to the premature implant failure could not been fully determined. The risk analysis suggest that i.a. Accidental circumstances, overload, fatigue, suboptimal surgery technique, non-compliant patients, implant selection and positioning can contribute to postoperative breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
On (B)(6) 2014, variax dr surgery was performed. 1 month after the surgery the screws were found to be broken. The patient was only observed because the fracture was stable. After that the fracture was healing. On (B)(6) 2014, extracted surgery was performed because of the plate dislocation.